Event description:
Tha was performed on (B)(6) 2010 and the stem was implanted in the patient's left hip. The revision surgery to replace the stem was performed on (B)(6) 2024 due to stem neck wear (trunnionosis).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.